Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an unknown blood glucose (bg) level and high ketones that were identified as dangerous by a healthcare provider; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, on (B)(6) /2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.